Event description:
The balloon of this device ruptured during the procedure in a calcified lesion. The physician also noted extravasation of contrast outside of the artery which would denote a dissection however the pt is reported as fine requiring no intervention.